Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came to the hospital with complaints of back pain and weakness. The patient had an intracranial hemorrhage on (B)(6) 2014. The patient had a craniotomy with a groin hematoma evacuation. Support was withdrawn and the patient expired. It was reported that the device was functioning as expected and the pump was running at time of death.

Manufacturer narrative:
Approximate age of device: 2 years and 1 month.no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.